Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was confirmed. The probably cause was most likely attributed to a defect in the patient board set. However; a definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.